Event description:
Baxter affiliate reports one incident of a patient experiencing lumbar pain and chills 10 minutes into treatment on a psn 210 dialyzer. Treatment was stopped and blood was returned to the patient with no reported blood loss. The patient was administered dexamethasone and propoxyphene. It was reported that the dialyzer was rinsed and treatment was resumed with the same dialyzer and completed without further incident.